Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the chemotherapy infusion pump is programmed to run for 96 hours, set at 5.21 ml/hr. The infusion will end approximately 50 hours after preparation of the flask. Additional information (complaint receipt form) chemotherapy infusion pump is programmed to run at 5.21 ml/hr. Infusion ends at approximately 50 hours. Preparation flask is ok. New expert opinion is required due to sentinel event. Probable cause of poisoning is being analyzed."